Event description:
It was reported that post cryo ablation procedure, the patient developed cerebral infarction. The patient received treatment, is conscious and remains in the hospital. No further patient complications have been reported as a result of this event. Additional information reported that the cerebral infarction was thrombotic based.

Manufacturer narrative:
Event summary: the patient data files confirmed system notice (#50003) a system notice was received indicating that the pressure was low in the system at applications two and three for catheter 2af284 / 49924-89 on the date of event. Bin files also showed at least twenty nine applications were performed with this catheter. In conclusion, the reported clinical issue cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, 13:21:19: further information received noted that the patient was discharged without sequelae.